Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, connector won't latch, service code 204: belt/monitor unusable) has been confirmed. Upon investigation the service code 204 was confirmed and the monitor's electrode belt receptacle was damaged, partially dislodging the j1001 connector on the ca board and causing the service code. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing service code 204: belt/monitor unusable, and their monitor case was damaged and would not remain latched to the electrode belt.